Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
A patient reported they have two interstim devices implanted. The patient noted they had been getting poor communication with both and had tried using the patient programmer with and without the antenna. The patient reported a return of symptoms. It was noted the batteries were approximately 8 years old. The patient noted they had no urination since (B)(6) 2017. The patient noted the poor communication began on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim.